Event description:
It was reported that a novum iq large volume pump had no infusion through the primary line. The issue was further described as, "primary intravenous (IV) fluid was not dripping/infusing with ivpb (IV piggyback antibiotic) infusing, even after primary and secondary lines programmed into pump". The primary line was programmed to infuse unspecified IV fluid. The secondary line contained ceftriaxone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: update the date to "2/11/2025" from "2/19/2025" (which was listed in the initial report). Additional information: e1(initial reporter first name and last name, reporter phone no., email), e3, h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.